Event description:
The pt experienced "shock-like stimulation" in his left tongue and left arm for an average of 8 times per day over the course of a week. The stimulation was not close to any system components so the health care professional suspected this was "an effect of stimulation effects in the brain." The impedances were ok. The pt's stimulation was changed to a constant current and this reduced the frequency and intensity of the shocks. The hcp planned to take an x-ray and reprogram the device. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)